Event description:
It was reported that the programmer's cursor was moving independently. It was noted that the programmer was switched off and replaced with another programmer. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Product analysis: analysis was unable to confirm the customer's comment that the programmer's cursor was moving independently. There was no autonomous cursor movement observed during the incoming inspection when tested several times. It was noted that there was an error in the software history. The rear cover display was broken. The cord bay, cord bay latches were broken. It was also noted that the upper hinges, the media door latch, and the card bus release pins were broken. Additionally, it was noted that the keyboard cover was missing, the keyboard key was loose, and the keyboard hinge, midframe, and slide rails were broken. The upper and the lower handles were broken. It was observed that the upper and the lower bullets were missing. An electromagnetic interference (emi) repair was performed to resolve the screen issue. All the defective parts were replaced. The programmer then passed all the final functional and system tests. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.